Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that the patient's right hip was revised due to pain and stem subsidence. The patient's stem, head, and liner were revised (rep confirmed there are no allegations against the head and liner).